Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.